Event description:
It was reported the right ventricular (rv) lead was oversensing and sensing p-waves. Also it had been questioned earlier in the year if the rv lead had dislodged due to an increase in capture threshold and decrease in sensing. Follow up with the clinic determined the patient had been referred for a lead revision procedure but had not scheduled one yet. The rv lead remains in use. It was later reported the rv lead had small r-waves, a lack of slack, intermittent and loss of capture. During the lead revision it was found the rv lead was floating and was not lodged. Also the right atrial (ra) lead had a small amount of slack added to it. The ra lead remains in use and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead was oversensing and sensing p-waves. Also it had been questioned earlier in the year if the rv lead had dislodged due to an increase in capture threshold and decrease in sensing. Follow up with the clinic determined the patient had been referred for a lead revision procedure, but had not scheduled one yet. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking. We did receive performance data collected from the device and have analyzed the data. Analysis revealed interference/noise and increase of average v-sics (ventricular short interval counts) from 1.7 per day to over 95.8 per day since the last session on (B)(6) 2011.